Event description:
The user facility reported that a water hose from a system 1e processor had separated at the carbon filter inlet, resulting in flooding in the room where it was located and nearby areas. User facility maintenance personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the user facility had repaired the separated connection by reinstalling the hose over the barb fitting and securing with hose clamps. The technician ran a test cycle and found the processor was operating properly; no leaks were noted. The technician verified all connections were secure and returned the unit to service. The technician measured the facility water pressure to be 110-120 psi static and dynamic. The technician advised user facility maintenance personnel that their water pressure was out of specification. The equipment operator manual states (pp. 2-1): water requirements - pressure: "minimum - 40 psig, preferred 50-60 psig." The technician recommended the user facility install a pressure regulator; the facility agreed and the regulator was installed on (B)(4) 2012. The processor was installed on (B)(4) 2011 when the water pressure was in specification at 60 psig.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).